Event description:
It was reported that the remote user interface joystick on the 9900 system would not work. Also, the interconnect cable was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.